Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of concerns with high blood glucose readings. The customer called in stating they had over 400 mg/dl readings. The customer states that they have had high blood glucose levels since they started using the device. The customer's blood glucose at the time of call was 380mg/dl. Troubleshooting was conducted. The customer is being sent out equipment to finish troubleshooting. Nothing is being returned at this time.